Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is intermittently blank during startup. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was unable to be duplicated. The user interface module (uim) was visually inspected and found no anomalies and was also internally inspected which also result to no issues was found. The 3v coin cell battery bt1 from control board is within specification. The thermistor was found out of specification to which have possibly contributed to the reported failure. This issue will be internally investigated within vyaire.